Event description:
Account alleged that head up controls were intermittent. No injury reported. Tech found that the hydraulic manifold valve had a plunger sticking due to the o ring. Replaced the valve to resolve issue.